Manufacturer narrative:
Analysis of the device, model # 3023, sn (B)(4), found no significant anomalies. Analysis of the extension, model 3095-10, sn (B)(4), found no anomaly. Analysis of the unknown lead found no significant anomalies. The lead was found to not be fully seated in the extension. The lead outer insulation was pulled off and the wires were stretched. The lead 0 circuit was broken at the connector sleeve weld.

Event description:
It was reported that there was a device malfunction. The system was explanted on (B)(6)-2013. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), product type extension product ID neu_unkn own_lead, (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.